Event description:
It was reported that when firing the 2 implants, they were holding the meniscus but upon trying to tighten the stitch all the 5 fastfix 360 came off, at the end the procedure was completed with another s&n device (ultra fastfix). No implant was left inside the patient and no patient injury was reported.

Manufacturer narrative:
Five fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the devices shows the actuators are in their post t2 deployment position indicating a complete deployment. No ts or sutures were returned for evaluation. The devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. The needles are bent to varying degrees. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
Examination was not possible, as the devices have not been returned. The investigation could not draw any conclusions about the reported event without the return of the devices.